Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. As a result, the cuff and pressure regulating balloon (prb) were explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on the information available, a conclusion code of adverse event related to patient and/or condition was assigned to this investigation, which means the patients condition, disease, or anatomy is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced the adverse event.